Manufacturer narrative:
The hillrom technician found the right side power control board needed to be replaced. Per the hillrom service manual the affinity® three birthing bed and affinity® four birthing beds require an effective maintenance program. We recommend that you perform semiannual preventive maintenance (pm). Pm will minimize downtime due to excessive wear. Check the switches in the side rails to ensure they are functioning correctly. Also check for intermittent operation. A search of the hillrom maintenance records showed hillrom performed preventative maintenance on this bed in april 2019. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the right side power control board to resolve the issue. Based on this information, no further action is required.

Event description:
Hillrom received a report from the hillrom service technician stating the head of the bed was raising on its own. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).